Event description:
During a laparoscopic cholecystectomy, the monopolar hook electrode tip became dislodged from the shaft and fell off. According to user facility, "it was necessary for a surgical procedure to be performed" in order to remove the tip from the pt. This event type is occurring below the frequency and severity that are usual for this device.